Event description:
Subsequent to a stent procedure, an angio-seal device was deployed in the right femoral artery. The pt developed low back pain with acute hypotension that required vasopressors. A surgeon was consulted and the pt was transferred to surgery for repair of the retroperitoneal bleed. The pt is presently in ccu, status unknown. History of atherosclerotic disease, severe angina.